Manufacturer narrative:
A united states (us) customer contacted the siemens healthcare diagnostics customer care center (ccc) regarding erroneously elevated carbon dioxide, concentrated (co2_c) result obtained on a patient sample on an atellica ch 930 analyzer. Siemens reviewed the instrument data and observed particulates in the reaction bath, reaction kinetics indicated possible droplets from the reaction wash station. The customer service engineer (cse) was dispatched to the customer's site. During the visit the cse replaced wash probe (wp1) valve, light engine, lamp, reaction wash basin, light engine, reagent probe 1, level sense board, and level sense cable and realigned reagent probe 1, ran all alignments and auto check, observed damage in the probe and level sense problem on the same board which allowed liquid to get to the board, ran patient comparison quality control (pcqc) test for the reaction ring height adjustment, cleaned reaction bath, encountered vertical collision errors with reagent probe 1, ran daily quality control (qc) and calibration, which passed. Siemens evaluated the event and determined that an instrument malfunction, which was addressed with the service activities, potentially contributed to the erroneously elevated co2_c result. The cause of the event is could not be determined. The device is performing within specifications. No further evaluation is required.

Event description:
The customer reported an erroneously elevated carbon dioxide, concentrated (co2_c) result was obtained on a patient sample on an atellica ch 930 analyzer. The erroneous result was reported to the physician(s) and was questioned. The same sample was repeated on an alternate atellica ch analyzer. The repeat result was considered correct and reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the erroneously elevated carbon dioxide, concentrated (co2_c) result.